Manufacturer narrative:
The device has been returned for evaluation. The evaluation is not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an intermittent issue with the module and some of the ports were not detecting. The nerve location was known, but the device was not detecting it. The customer was able to confirm the issue by replacing the module. Once replaced, the system worked fine. There was no patient injury.

Manufacturer narrative:
Incoming inspection found electrode 7 and 8 open. The unit will be sent for further repairs and analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an "intimate issue" (not working) with the daq pre-amplifier pre-operatively. There was no impact to the patient.